Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was dropped in water and the buttons were not responding. The customer stated that the numbers on the screen were not ramping or the scroll bar moving without input and she did not receive a button error alarm. She confirmed the time on the screen was advancing. Customer's blood glucose value was 250 mg/dl. The selftest could not be performed during troubleshooting doe to the keypad issue. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis. The customer had another insulin pump she would be using.